Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate shocks due to incorrect signal interpretation on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.